Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that one (1) ce intermate sv200 device was discovered missing a blue winged cap. There was no patient involvement. This was discovered before use. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "missing blue winged luer cap" was confirmed due to operator error during the manual winged-luer cap assembly process. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.